Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/expiration date: 28-mar-2021/serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 08-oct-2019. Labeled or single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death was confirmed as accumulation of blood in the left thoracic cavity, although the hemorrhagic spot could not be found. It was noted that the leadless implantable pulse generator (ipg) tines were insufficiently engaged and the device dislodged during the pull and hold test.